Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated they removed these electrode pads and attached a second set of electrodes to continue treating the patient (B)(6), lot # 1122c, manufacture date: (B)(6) 2022, expiration date: (B)(6) 2024). Complainant indicated the second set of electrodes also experienced the same malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Manufacturer narrative:
Zoll medical corporation evaluated three set of returned electrode pads. Two were opened in the original packaging (lot# 1122c and 3821). The packaging had some creases and wrinkles. The third set was not in the original packaging (in plastic bag) lot# unknown. The electrodes were returned with the pads stuck together and not attached to the styrene liners. The pads could not be easily seperated and did not help with the investigation. A retained sample investigation was conducted for the lot# 1122c and 3821 of the returned electrodes. The retained sample investigation resulted in no faults found and concluded that the retained pairs of electrodes were assembled according to specification and did not duplicate the reported problem. No trend is associated with reports of this type.